Manufacturer narrative:
(B)(6). Investigation: the returned sample was inspected and confirmed the identified defect. The sample did not have a barrel label applied to the syringe. This may happen as part of an isolated occurrence due to a jam or crash. Based on the investigation root cause for missing barrel label, the root cause may be attributed to an isolated occurrence of a part jam in the process.

Event description:
It was reported that a bd posiflush¿ xs pre-filled flush syringe nacl 0.9% was received with no label. This was observed before use and there was no report of injury or medical interventions.